Manufacturer narrative:
B3: date of event is unknown. One device was received for investigation. The device was visually inspected and functionally tested. The reported problem was duplicated. The dso seal was also found to be damaged. The dso seal and lens will be replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the display was not working. There was unknown patient involvement and unknown patient harm/adverse event reported. Investigation findings found that the dso seal was damaged.